Manufacturer narrative:
A ge rep evaluated the system and repaired a connector. System operates as intended.

Event description:
The customer reported the system "disconnects" (communication error) upon boot up. No patient injury was reported.